Event description:
On (B)(6) 2012, the patient contacted animas, alleging the up and down arrows were not responding appropriately to user presses. The patient stated the buttons would click and stick. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. All of the keypad buttons were found to be responsive. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the battery compartment and display lens were found to be cracked.